Event description:
The user facility reported that during a diagnostic colonoscopy, there was a complete loss of image. The endoscope was removed from the pt and a different, but similar olympus video cart, including a video processor, was utilized to complete the procedure. There was no pt injury and no further info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of a complete loss of image. There was no image reproduction and the front panel function led (light emitting diode) light was lit, but frozen due to two failed printed circuit board (pcb) units. The parts were recovered and sent to the original equipment manufacturer (OEM). The OEM tested the pcb units and attributed the failed integrated circuit within the pcb unit to have most likely caused the user's experience. The device was repaired and returned to the user facility. The device was reportedly working fine to date. This report is being filed as an MDR in an abundance of caution.